Manufacturer narrative:
The insulin pump had moisture damage on the electronics. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip. (B)(4).

Event description:
The customer's parent reported via telephone call that the insulin pump was submerged in pool water and fluid was visible under the screen. The blood glucose reading was 127 mg/dl. The parent was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The parent was advised that the insulin pump would be replaced and agreed to return the product for analysis.